Event description:
The customer reported that their pump's screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to press the center button and plug the pump into a power source, but the pump did not turn on, so it was determined that the pump needed replacement. The pump was within warranty, and the customer planned to use multiple daily injections as a backup insulin therapy. Technical support guided the customer in preparing the pump for return, confirming the shipping details, and ensuring the pump was sent back within 10 days.